Event description:
Meter name: basic, strip name: one touch, meter code: 9, strip code: 9, strip storage: stored properly/expired. Symptoms: unknown. A patient reported that the patient was hospitalized because the patient passed out due to the patient's readings. Their meter allegedly was inaccurately erratic. The results on their meter was 199, 95, low. The time difference between the radings was: within 10 minutes. Reading was not compared to any other device. Treatment was insulin (unknown if the patient gave it to self or was given at hospital. No further information has been reported.